Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product unavailable for analysis.

Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure a dissection occurred. The target lesion was identified in the right coronary artery (rca). The reference vessel diameter was 4mm; the lesion length was 10mm. Pre-procedure stenosis was 64% and post procedure was 22% stenosis. A 4x12mm liberte stent was implanted. An additional liberte stent was implanted to treat the dissection. The stenting procedure was a technical success. The patient was discharged four days later with no anginal complaints or silent ischemia. Discharge medications were asa 100mg daily/12 months and clopidogrel 75 mg daily/12 months.